Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the ring of the ratchet handle broke apart. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Additional information: the lot number of the ratcheting handle was received and updated to reflect this. The medtronic representative went to the site to inspect the system. The reported issue was confirmed as the ratcheting handle was found to be broken. The handle was replaced and the issue resolved. The system was fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ratchet handle was returned for analysis. Functional testing determined the ratchet handle was damaged causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was finished by swapping to a new ratchet handle.